Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: v nmc3731c207tu, serial/lot #: (B)(4), ubd: 17-dec-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Two valiant navion stents graft were implanted during an endovascular treatment of a thoracic aortic aneurysm on (B)(6) 2019. 4 additional non-medtronic (gore) stent grafts are implanted distally to the navion grafts and endoanchors are also implanted. It was reported on (B)(6) 2019 follow up CT identified an endoleak of undetermined type. Further follow-up CT on (B)(6) 2019 demonstrated no endoleak. Stable size of the aneurysm sac was also noted. No additional clinical sequelae was reported and the patient will be monitored.

Manufacturer narrative:
Additional information received: it was confirmed the type iiia endoleak was between the 2 stents in the celiac artery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was confirmed that there was a celiac periscope type iii endoleak with separation of stents placed in the celiac artery secondary to inadequate overlap of non-mdt celiac stent; celiac and sma stents patent. Initial fluoroscopy and celiac arteriogram revealed there was a separation of the initially placed celiac periscope stents. An intervention was carried out on (B)(6) 2022 where the separation of the stent causing the type 3 was bridged with a non-medtronic 7 mm x 39 mm stent. Due to short landing zone, this was extended to just below the previously placed thoracic endograft with a non-medtronic 7 mm x 59 mm stent. Completion arteriogram revealed patent celiac artery and its branches with a patent stents and no evidence of endoleak. Cta carried out on 18-jun-2019 revealed a stable aneurysm sac without evidence of endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.